Event description:
It was reported that a chait percutaneous cecostomy catheter dislodged. The patient's first cecostomy catheter was placed on (B)(6) 2019. The chait device was placed on (B)(6) 2019 to exchange the previously placed unknown cecostomy catheter. The device was placed related to severe chronic constipation, cerebral palsy, and encephalopathy. During the procedure, fluoroscopy image guidance was used to place the catheter via open surgery in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. It is unknown what was instilled throughout the duration the chait remained in place. On (B)(6) 2020, during a 30-day follow-up assessment, a surgical site infection (ssi) of the stoma was reported. The patient was treated with antibiotics. The study site noted the event was not related to the study device. On (B)(6) 2020 (59 days post-procedure), the chait tube dislodged, and purulent drainage was noted. As a result, the catheter was successfully removed and replaced. The patient had a follow-up visit on (B)(6) 2020 which noted the replacement performed on (B)(6) 2020. It was noted that the patient still had symptoms of chronic constipation requiring disimpaction. No other adverse events were reported.

Manufacturer narrative:
. D2a - common device name: additional names: exd irrigator, ostomy d2b - procode: additional product codes: exd e3 - occupation: primary investigator. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: it was discovered the provided lot# does not correspond to the provided catalog #. Clarification of this discrepancy was not able to be provided. D4 - model #, lot #, catalog #, expiration date: unknown. H4 - device mfg date: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a chait percutaneous cecostomy catheter dislodged. The patient's first cecostomy catheter was placed on (B)(6) 2019. The chait device was placed on (B)(6) 2019 to exchange the previously placed unknown cecostomy catheter. The device was placed related to severe chronic constipation, cerebral palsy, and encephalopathy. During the procedure, fluoroscopy image guidance was used to place the catheter via open surgery in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. It is unknown what was instilled throughout the duration the chait remained in place. On (B)(6) 2020, during a 30-day follow-up assessment, a surgical site infection (ssi) of the stoma was reported. The patient was treated with antibiotics. The study site noted the event was not related to the study device. On (B)(6) 2020 (59 days post-procedure), the chait tube dislodged, and purulent drainage was noted. As a result, the catheter was successfully removed and replaced. The patient had a follow-up visit on (B)(6) 2020 which noted the replacement performed on (B)(6) 2020. It was noted that the patient still had symptoms of chronic constipation requiring dis-impaction. No other adverse events were reported. Reviews of the documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient manufacturing controls are in place. A review of the device history record (DHR) could not be completed due to the lack of lot information provided. An expanded review of sales records was unable to narrow down the lot number or product description associated with the complaint device. Cook also reviewed product labeling. The instructions for use (IFU) [t_tdcs_rev7] supplied with "chait percutaneous cecostomy catheters" was reviewed for information related to the reported failure mode. Intended use the chait trapdoor cecostomy catheter is intended to instill fluids through a cecostomy into the colon to promote evacuation of the contents of the lower bowel through the anus and is intended to be an aid in the management of fecal incontinence. The catheter is placed and maintained in a percutaneously prepared opening, such as a cecostomy. Contraindications ¿ previous abdominal surgical procedures... Precautions ¿ ¿ instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. ¿ for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used¿ pre-placement recommendations placement of the chait trapdoor cecostomy catheter is a two-step procedure. Initially, a temporary loop retention drainage catheter is percutaneously placed into the cecum and maintained while the tract matures¿ note: after appropriate tract maturation, the temporary drainage catheter should be removed and replaced with the chait trapdoor cecostomy catheter. (This will be approximately 6 weeks after initial procedure). Following a review of the dmr, IFU and DHR, cook was unable to find evidence suggesting the product was manufactured out of specification or that nonconforming product is in house or in the field. Based on the information provided, no returned product, and the results of this investigation, a definitive cause for the failure could not be established. It is possible that the patient¿s past surgical procedures or accidental traction/force exerted on the device could have led to this event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.